Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps head clamp arm could not be closed during vitrectomy surgery. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample received with inner blister, outer blister and cover foil showing the lot information. The sample shows macroscopic signs of damage. One arm of the forceps is bent. The sample shows no signs of surgery residues and is returned in a opened status. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The sample was visually inspected and functionally tested. It was noticed that one arm of the forceps is bent, but the forceps was able to open and close normally as the blister was opened by the customer, he handled the product. The point in time when the malfunction occurred, can no longer be determined. The customers complaint regarding functionality is not confirmed, but it was noticed that the forceps is bent it cannot be determined how or where the damage to the sample occurred; therefore a root cause for the customers reported event could not be determined. The exact root cause for the customers reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).